Manufacturer narrative:
Upon further investigation, it was determined there was a water temperature deviation, not a patient temperature deviation. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was alleged that there was a temperature deviation of greater than 2°c in manual mode. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that there was a temperature deviation of greater than 2°c in manual mode. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Information was also provide on proper device use.

Event description:
It was alleged that there was a temperature deviation of greater than 2°c in manual mode. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that there was a temperature deviation of greater than 2°c in manual mode. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.